Manufacturer narrative:
Additional information was received, and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging smoke smell. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture observed the pca to have a thermal event due to short in the q8, (heated tube circuity). The q8, (heated tube circuity) is addressed in ER 2243104 v01. The odor that was reported is likely caused by the failure of the q8 component. Potential burn marks on the underside of the top enclosure. Unknown black potential hair/fibers contamination on the front panel. Black dust-like contamination on the rear panel. Unknown black dust-like contamination and potential hair/fiber contamination on the bottom enclosure. Slight black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01. Black dust-like contamination at the air inlet of the blower box. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. There were 4 error code presents. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.

Event description:
The manufacturer received information regarding a rep dreamstation auto CPAP. The patient has alleged smell of smoke. There was no report of patient harm or injury. The device was returned to philips investigation laboratory. The technician found thermal event in the pca. During the device evaluation. There were some secondary findings like burn marks, hair/fibers contamination, black dust-like contamination. Additionally, there were some technical findings like error code. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.